Manufacturer narrative:
A4 weight is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an 83-year-old male with an indication for use of acute myocardial infarction and cardiogenic shock, with a pre-support clinical state consistent with scai shock stage e, underwent percutaneous placement of an impella cp via the right femoral artery on (B)(6) 2026 at 10:54 am. During the procedure, when the physician placed the companion sheath, it was noted that there was a moderate amount of bleeding around the companion sheath originating from the hemostatic valve of the peel-away sheath introducer based on the information available, this event involved bleeding at the hemostatic valve of the peel-away sheath introducer during vascular access. Based on the information provided, there was no confirmed device malfunction or device outcome involvement identified. The patient expired seven minutes following initiation of impella cp support in the setting of severe cardiogenic shock (scai stage e). No causal relationship between the reported introducer bleeding and the patient¿s death could be established from the available information. The death is conservatively being reported to the impella cp but is unlikely related and is most likely attributed to patients underlying critical condition as they presented in scai stage e shock on multiple inotropes and pressors and was ventilated for respiratory support.

Manufacturer narrative:
H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. The cause of the bleed from the introducer valve around the companion sheath was not determined since product was not returned for review.